Manufacturer narrative:
(B)(4). Section g4: the mr850aea respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Section d9: device was received at fisher & paykel healthcare new zealand on 06/17/2025. Method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) regional office in china where it was inspected by trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the subject mr850 respiratory humidifier confirmed that no sound was generated from the speaker. Conclusion: the root cause of the speaker fault was not determined. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor on behalf of a healthcare facility in china reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.